Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected the creatinine module (crem) reagent cup. Fse replaced the crem module and the leak was resolved. (B)(4).

Event description:
While onsite at the customer account, the field service engineer (fse) reported a leak from the creatinine module (crem) reagent cup on the unicel dxc 600 pro synchron system. The leak was contained to the instrument. The fse was wearing gloves. No reports of injury or exposure. No erroneous patient results were generated.